Event description:
The customer reported the head nurse on duty entered the room with the patient just after finishing a bath, the nurses were assessing injuries of the skin of the patient; applying topical medications. The assistant received information from the caregiver that the gastro tube came out, the head nurse confirmed that the gastro tube was on the outside. The head nurse observed that the balloon that normally holds the tube to the abdominal wall was broken. The caregiver told them that since the patient was received the previous night and day, the tube was draining a lot from the (abdominal) wall, so they put a gauze on it. The probe came out on its own when the patient tilted it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed showing no discrepancy. Sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if sample is received. The reported condition could not be confirmed. A walk through of the manufacturing process was carried out. Current process and controls were found to be followed correctly. Because there have been similar cases reported in the past, a corrective and preventative action was opened to the supplier to address the reported condition through a more robust investigation. This complaint will be used for tracking and trending purposes.